Event description:
This customer reported the device doesn't charge.

Manufacturer narrative:
(B)(4). This customer reported the device doesn't charge. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.